Event description:
It was reported that the gynecologic laparoscope had green tint in the image during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the image had green tint cause due to component failure of the charged coupled device. Additionally light guide bundle was chipped cause due to component failure of the light guide bundle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.